Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the screen on the unit went blue. Further, the light shut off.